Manufacturer narrative:
Gtin: not available. Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot crlckl, conformed to the specifications when released to stock on the 30th october 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to a patient with congenital hydrocephalus ((B)(6)-year-old boy) in (B)(6) 2015. The initial setting pressure was 50mmh2o. After MRI scanning, the surgeon tried to change the setting pressure, but it could not be changed even after flashing or by using neodymium. The device was replaced with the same new product at 50mmh2o on (B)(6) 2015. The surgeon suspects that the patient's high csf protein concentration may be a possible cause of the incident. The patient is currently being monitored.